Manufacturer narrative:
The involved device is more than 10 years old and not under a service contract - the user facility did not involve the local dräger s&s organization into any follow-up measures and thus, the state of preventive maintenance and repairs is unknown. This lack of relevant details does only allow a general assessment and no case-specific evaluation. The most likely interpretation of the user's report would be an unexpected shut-down with an alarm indicating a power failure. Under consideration that this is correct, there must have been circumstances that did not allow operation on internal battery. Multiple scenarios would be imaginable: the device was probably running on battery until the latter was depleted or the ventilator was disconnected from mains supply and went suddenly off due to a depleted/damaged battery. It would also be plausible that the supervisor function of the device detected an overheating of the power supply and attempted to switch-over to battery operation to allow a cooling down - if this happens while the internal battery is depleted or damaged due to aging, the net effect is a shut-down or reboot as well. The internal battery serves as a back-up to cover mains power losses and shall be regularly inspected as well as replaced every two years. It is also part of the daily pre-use check that the user is advised to disconnect the device from mains supply to verify that the internal battery is available to ensure that operation is being continued if mains power gets lost for whatever reason. Hence, if indeed the triggering condition was a device malfunction and not a use error or infrastructure problem, it is seen likely that the reported event could only manifest due to occurrence of further factors such as use error or lack of maintenance, it is not known when the last battery replacement was performed if ever. A more specific conclusion is not possible on the base of the few available details. It is recommended to have the device checked by trained service personnel. H3 other text : device not available for evaluation.

Event description:
It was reported that the device suddenly had "a black screen and power failure during use". The users replaced the device in a controlled maneuver; no patient consequences have reportedly occurred.